Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument broke at an angle inside the patient. The instrument could not be removed from the port, and it was removed with the cannula. The procedure was continued as planned, and no injuries were reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-oct-2025: there was no missing material missing from the distal end of the instrument that goes inside the patient¿s anatomy. No fragments fell from the device while used within a patient. There were no post-surgical complications. Correction(s): h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.